Event description:
Pt underwent an in-flow thrombectomy of an iliofemoral graft. In the recovery room the pt was found to have an absent pulse in the right foot. Groin incision was reopened. Embolectomy catheter was passed. A #4 fogarty was passed. The fogarty malfunctioned and caused a tear to the inner lining of the femoral artery. A fem-pop was initiated. Upon completion of the fem-pop the pt had excellent pulsatile flow in the posterior tibial and the anterior tibial, distal to the anastomosis, as well as the ankle. Catheter not saved.